Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user states that he was on the sidewalk and the chair just stopped. He states that he was able to push it back home.